Event description:
It was reported by the distributorship that the products were found to be potentially non-conforming with a hair-like substance within the packaging. No patient or customer was involved in the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item# 915-2201; lot# 488990. G2: foreign - event occurred in japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6; h10. Complaint can be confirmed through the returned product analysis. A visual inspection was conducted on the two returned product packages. In both cases the packages are sealed. Further inspection showed what appears to be a single hair inside of each package. Per manufacturing instructions, a single hair in the package is not acceptable. The device history record was reviewed, and no discrepancies relevant to the reported event were found. Root cause has been identified as a manufacturing packaging issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.